Manufacturer narrative:
(B)(4). The customer returned an unraveled spring-wire guide (swg) for evaluation. Microscopic examination revealed that the swg inner core wire had stretched and fractured off near the j-tip, causing the spring-wire guide to unravel. Stretched coils were observed throughout the swg body as well. Both the proximal and distal end welds were still intact. The fracture in the swg body inner core wire was located approximately 43.5cm away from the proximal end. The outer diameter (od) of the swg measured .450 mm, which is within specification. The swg length could not accurately be measured due to the unraveling. A manual tug test was performed on the distal and proximal welds of the swg and both were intact. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) included in the kit describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the spring-wire guide unraveled was confirmed through examination of the returned sample. The core wire was broken near the j-tip. No manufacturing defects were found during this investigation. A DHR review was performed and no relevant findings were identified. The IFU that is packaged with the spring-wire guide provides suggested guidance on what should be done if resistance is encountered while withdrawing the spring-wire guide. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the guide disappears (unraveled) without any erroneous maneuver that can cause damage.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guide disappears (unraveled) without any erroneous maneuver that can cause damage.